Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained via a radial artery. The 90% stenosed, de novo, target lesion was located in a moderately tortuous and severely calcified bifurcation of the left anterior descending (lad) artery. The lesion was concentrically shaped and measured 20mm in length and 2.75mm in diameter. Pre-dilatation was not performed. An unspecified 2.5 x 20mm stent was implanted in the lesion. The kissing balloon technique was performed for post-dilatation utilizing the stent balloon and the 15mm x 2.75mm quantum maverick balloon catheter. The quantum maverick was inflated to 20 atms for 10 seconds. During 'untreading', the shaft of the quantum maverick broke into two pieces. The device was removed with the guide catheter and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. Vascular access was obtained via a radial artery. The 90% stenosed, de novo, target lesion was located in a moderately tortuous and severely calcified bifurcation of the left anterior descending (lad) artery. The lesion was concentrically shaped and measured 20mm in length and 2.75mm in diameter. Pre-dilatation was not performed. An unspecified 2.5 x 20mm stent was implanted in the lesion. The kissing balloon technique was performed for post-dilatation utilizing the stent balloon and the 15mm x 2.75mm quantum maverick balloon catheter. The quantum maverick was inflated to 20 atms for 10 seconds. During ¿untreading¿, the shaft of the quantum maverick broke into two pieces. The device was removed with the guide catheter and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed blood and contrast visible throughout the distal lumen and balloon. The balloon was loosely folded. The hypotube was broken and separated 29.25 inches from the proximal edge of the manifold. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).